Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation evaluation document review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1532040 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1532040. IFU review the notes section of the instructions for use, ifu0110-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-5). Root cause review the failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous anatomy requiring flexed endoscope position and extreme angulation resulting in needle tip breakage as these were detailed as unknown in the additional information. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [medsun report 246256.pdf]

Event description:
As per medwatch report: "after endo-bronchoscopy with ultrasound was passed on it's 7th pass it was noted that the needle looked different and the tip was missing. The ultrasound scope was changed to a regular scope and an endobronchial survey was completed showing the broken off tip of the needle was in the submucosal area at the site of the ultrasound guided needle stick. The endobronchial grabber was utilised in attempting to grasp the needle tip however the needle tip had moved and was undetectable and irretrievable".